Event description:
The report stated that during a hysterectomy the jaws of the ligasure atlas handpiece were sticking to the patient's tissues, making them bleed. The bleeding was less than 200 cc's. Another ligasure atlas handpiece was used to complete the surgery. The patient suffered no long term effects from this incident.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.